Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump data was missing from the load history. Customer indicated that the pump would continue to be used for insulin therapy pending replacement. There was no adverse impact to the customer.